Manufacturer narrative:
Follow-up received on 08-aug-2016 - quality-safety evaluation of ptc: (B)(4). Lot number: 664665; manufacturing date: sep-2009; expiration date: sep-2012 no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra lli can be provided.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 29-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 (lot number ess305 664665) for sterilization. Since insertion of essure, the following complaints were increasingly present: pain in lower abdomen, pain in the hip, daily headache, very sensitive breasts, itching nipples, bleedings outside menstruation, nasty smell from the mouth, bacterial vaginal infections, oversensitive intestines, very painful and severe menstruation with loss of clots, continuous fatigue, dizziness, forgetfulness, regular flu like feeling without fever, regular long lasting palpitations, very severe unexplainable pain the oviducts (even went to the ER), loss of libido, dyspnea, pressure on chest, nausea, and hair loss. The time between administration of product and the mentioned complaints was reported as nothing till barely. There was an intake appointment with gynecologist scheduled on (B)(6) 2016 for consultation regarding a possible removal of essure. Follow-up received on 13-jul-2016: (B)(4). Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had severe unexplainable pain the oviducts and bleedings outside menstruation since essure (fallopian tube occlusion insert) insertion. According to her the events are persisting until the time of this report and she went to the ER due to the pain. She has an appointment with her gynecologist to discuss essure removal. The reported events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer reported pain and bleeding for years and these events started in close association with essure insertion. Considering this positive temporal relationship and in the lack of an alternative explanation a contributory role of essure cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, due to the long-term pain reported by the consumer with need of medical intervention. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no consent was received from consumer. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: adnexa uteri pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had severe unexplainable pain the oviducts and bleedings outside menstruation since essure (fallopian tube occlusion insert) insertion. According to her the events are persisting until the time of this report and she went to the ER due to the pain. She has an appointment with her gynecologist to discuss essure removal. The reported events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer reported pain and bleeding for years and these events started in close association with essure insertion. Considering this positive temporal relationship and in the lack of an alternative explanation a contributory role of essure cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, due to the long-term pain reported by the consumer with need of medical intervention. According to product technical analysis, a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No further ae case reports have been received to date in relation to the reported batch. No further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("very severe unexplainable pain at the oviducts") and genital haemorrhage ("bleeding outside the menstruation") in a (B)(6) female patient who had essure (batch no. 664665) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 7 months 20 days after insertion of essure, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain in lower abdomen"), arthralgia ("pain in the hip"), headache ("daily headache"), breast tenderness ("very sensitive breasts"), pruritus ("itching nipples"), breath odour ("nasty smell from mouth"), bacterial vulvovaginitis ("bacterial vaginal infections"), gastrointestinal pain ("oversensitive intestines"), dysmenorrhoea ("very painful and severe menstruations with loss of clot"), menorrhagia ("very painful and severe menstruations with loss of clot"), fatigue ("continuous fatigue"), dizziness ("dizziness"), memory impairment ("forgetfulness"), influenza like illness ("regular flu like feeling without fever"), palpitations ("regular and long lasting palpitations"), loss of libido ("loss of libido"), dyspnoea ("dyspnea"), chest discomfort ("pressure on chest"), nausea ("nausea") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, genital haemorrhage, abdominal pain lower, arthralgia, headache, breast tenderness, pruritus, breath odour, bacterial vulvovaginitis, gastrointestinal pain, dysmenorrhoea, menorrhagia, fatigue, dizziness, memory impairment, influenza like illness, palpitations, loss of libido, dyspnoea, chest discomfort, nausea and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, bacterial vulvovaginitis, breast tenderness, breath odour, chest discomfort, dizziness, dysmenorrhoea, dyspnoea, fatigue, gastrointestinal pain, genital haemorrhage, headache, influenza like illness, loss of libido, memory impairment, menorrhagia, nausea, palpitations and pruritus with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jun-2017 for the following meddra preferred term: adnexa uteri pain. The analysis in the global safety database revealed 57 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: updated quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.